Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract with intraocular lens implant surgery, ophthalmic handpiece, tip and cassette had no aspiration and phaco power during the sculpt mode. The nurse then opened a new fluidics management system and changed with new handpiece and successfully primed it for surgery use. However, the second handpiece with new tip still unable to do sculpt. The nurse decided to change to a handpiece with another new fluidics management system. The surgery manage to be completed smoothly. Unfortunately, there was a wound burnt observed in the main wound incision and surgeon use suture and close the incision. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Clinical information review: the surgeon observed that there was no aspiration and phacoemulsification power during the sculpt mode in position three. The circulating nurse then opened a new fluid management system (fms) and changed with new ozil handpiece. Then, successfully primed it for surgery use. However, the second handpiece with new phacoemulsification tip, were still unable to do sculpt. The circulating nurse decided to change to a handpiece with another new one. The surgery managed to be completed smoothly. Unfortunately, there was a wound burn observed in the main incision. The surgeon use nylon sutures to seal the wound. After further investigation and discussion, they realized that the surgeon had injected endocoat quite rigorously before inserting the new phacoemulsification tip handpiece and proceed immediately to sculpting without sufficient aspiration of endocoat. This may cause the blockage in the first two ozil handpiece and tip. Corneal thermal injuries are typically related to excessive heat generated by the phacoemulsification tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phacoemulsification tip during use as aspirated fluid flows through the tip lumen. Overheating of the phacoemulsification tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phacoemulsification tip. Reduced fluid flow through the phacoemulsification tip may be caused by phacoemulsification tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phacoemulsification tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Fms evaluation one wet sample was returned for evaluation. Inspection of the sample found no obvious defects that would have contributed to the reported event. The fludics management system cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. We were unable to replicate the customer's experience during laboratory evaluation. After inspection and evaluation of the returned cassettes the root cause of the customer's event could not be established as aspiration performance met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and reported that a minor wound burn was noted in the main incision. The surgeon shared the post-operative day 1 results, indicating that the patient's eye cornea remains clear. The patient¿s well being and vision are not affected.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The surgeon observed that there was no aspiration and phacoemulsification power during the sculpt mode in position three. The circulating nurse then opened a new fluid management system (fms) and changed with new handpiece. Then, successfully primed it for surgery use. However, the second handpiece with new phacoemulsification tip, were still unable to do sculpt. The circulating nurse decided to change to a handpiece with another new one. The surgery managed to be completed smoothly. Unfortunately, there was a wound burn observed in the main incision. The surgeon use nylon sutures to seal the wound. After further investigation and discussion, they realized that the surgeon had injected ophthalmic viscoelastic device quite rigorously before inserting the new phacoemulsification tip handpiece and proceed immediately to sculpting without sufficient aspiration of ophthalmic viscoelastic device. This may cause the blockage in the first two handpiece and tip. Corneal thermal injuries are typically related to excessive heat generated by the phacoemulsification tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phacoemulsification tip during use as aspirated fluid flows through the tip lumen. Overheating of the phacoemulsification tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phacoemulsification tip. Reduced fluid flow through the phacoemulsification tip may be caused by phacoemulsification tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phacoemulsification tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. One wet product was returned for evaluation. Inspection of the product found no obvious defects that would have contributed to the reported event. The fluidics management system cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. We were unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the root cause of the customer's complaint could not be established; the returned product functioned per specifications. Based on the evaluation of the information and materials received, the product met specifications and therefore no corrective action is required. Before release from manufacturing, every pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.